Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank screen. The blank screen complaint was duplicated. The pump cover was removed to find no intermittent conditions or damage to the display screen. A review of the black box showed multiple call service 054, 052, and 012 slave communication failure alarms. A slave processor failure was concluded. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.